Event description:
Reporter alleged that the inform meter appears to have caught on fire as it is black and melted around the connector area. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.